Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib endoleak of the distal main body is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest there was evidence to reasonably suggest sac growth of 22.4mm occurred that was not included in the event as reported. These findings were discovered during an examination of the 91-month post index CT scan. The most likely causation for the type iiib endoleak is the use of strata material likely contributed to the type iiib endoleak. The final patient status was discharged on the first post-operative day home stable following a secondary endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. B2: outcomes attributed to ae. B5: describe event or problem. G4: awareness date - updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an afx suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately (7) seven years post initial procedure a type 3b endoleak was identified during a routine follow-up. The patient is currently being monitored pending secondary procedure. Subsequent to the initial report, additional information was provided reporting that reintervention was completed with implant of an afx2 bifurcated stent graft and an afx vela suprarenal. The type 3b endoleak was successfully sealed and patient was reported to be discharged. Additionally, clinical assessment determined that there was evidence to reasonably suggest sac growth of 22.4mm occurred that was not included in the event as reported. The sac growth was discovered during a review of the 91 month post index computerized tomography scan.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an afx suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately (7) seven years post initial procedure a type 3b endoleak was identified during a routine follow-up. The patient is currently being monitored pending secondary procedure.